Event description:
According to the reporter, the trach cuff developed a leak and was needed to be emergently changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.